Event description:
It was reported that the user experienced hyperglycemia while the infusion set connector had come loose and could not be fully seated, after which the user rewound, reinserted the cartridge, connected tubing, and completed fill steps until drops were observed; the ilet then resumed delivery and the glucose trended downward from a reported 349 mg/dl with a downward trend indicator. Symptoms included none reported. Outcomes included transient hyperglycemia that the ilet corrected without outside assistance or medical intervention. Investigation included troubleshooting with cartridge and tubing reconnection and line priming to restore insulin delivery. Investigation of this case revealed a connection issue at the infusion interface consistent with a device connection or assembly problem that interrupted delivery until the tubing was re-primed and reconnected. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connection integrity issues leading to interrupted infusion that resolved after proper reconnection and priming.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.